Event description:
It was reported that patient experienced ineffective therapy. Troubleshooting revealed high impedances on one lead. As a result, surgical intervention was undertaken to replace the lead. It is unknown which lead had impedances.

Manufacturer narrative:
Date of event is estimated.